Manufacturer narrative:
During treatment of a right iliac vein thrombosis when a 12x6 135 cm length powerflex pro was advanced to expand the lesion, the balloon could not be fully inflated to the lesion vessels. After repeated inflations two times, the balloon was found to be damaged. It was withdrawn and replaced with another product of the same catalog number to complete the procedure. Analysis of the device shows an axial balloon rupture throughout the length of the balloon. One non-sterile powerflexpro 12mm6cm 135 balloon catheter was received for analysis coiled inside a plastic bag. The balloon was inspected and axial rupture characteristics were observed through the whole balloon length. No other anomalies observed. A functional test could not be performed due to the ruptured condition of the balloon as received. Sem analysis was performed to the received balloon unit¿s outer and inner surfaces to identify the possible root cause of the rupture condition of balloon received. Sem results showed that the external surface of balloon presented evidence of scratches and abrasions near the balloon rupture\burst and it¿s very likely that the same factors that caused the scratch and abrasion marks on the balloon¿s outer surface could have also contributed to the rupture found on the received balloon. The internal surface and marker bands did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17614411 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty - partial or slow¿ was unable to be confirmed through analysis due to the balloon rupture noted during analysis. The reported ¿damaged - in-patient¿ was confirmed due to the balloon rupture condition noted. The cause of the event could not be conclusively determined during analysis; however, the inflation difficulty and damage reported could have been due to the balloon rupture. Based on the limited information available for review, vessel characteristics (although not provided) could have contributed to the balloon rupture/damage noted and the subsequent inflation difficulty as evidenced by the scratch and abrasion marks on the balloon¿s surface during sem analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process of the product. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During treatment of a right iliac vein thrombosis when a 12x6 135 cm length powerflex pro was advanced to expand the lesion, the balloon could not be fully inflated to the lesion vessels. After repeated inflations two times, the balloon was found to be damaged. It was withdrawn and replaced with another product of the same catalog number to complete the procedure. Analysis of the device shows an axial balloon rupture throughout the length of the balloon.